Event description:
The customer returned the duodenovideoscope for repair. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the inside of the light guide lens was dirty. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the insulation value of the distal end was below specification, the light guide lens and lens adhesive was chipped, the charged coupled device (ccd) adhesive was discolored, the bending section cover was porous and deformed, the insertion section was scratched, the pain on the air/water and suction cylinders was peeled, switch #1 was cut, the switch housing was broken, the connector had chemical damage, the up/down and right/left buttons had play and angulation was reduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the dirt inside the light guide lens was confirmed through evaluation of the device and was likely due to the light guide lens adhesive peeling off due to physical stress of hitting/dropping the distal end, chemical stress by chemical solutions, etc. Resulting in humidity entering the lens leading to corrosion, a definitive root cause of the defect could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.